Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged pitch cable.

Event description:
It was reported that during central processing procedure, the small grasping retractor was found to have frayed cables. The procedure was completed with no reported injury.